Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial (ra) lead had variable and high thresholds, far field r-wave (ffrw) oversensing, and small p-waves. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.